Event description:
It was reported that during a ptca/stent procedure, after an unsuccessful attempt to primary stent, the vessel was predilated with the balloon catheter. Subsequent attempts to stent were also unsuccessful. At some point in the procedure, a dissection was observed in the "cx". After the second failed attempt to cross the lesion, the pt was sent to coronary artery bypass graft in stable condition. Reportedly, the pt was doing well as of the date of this report.